Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred and the patient expired. The patient had a chronic total occlusion of the rca, normal lad and lm. The physician was treating a 90% calcified, noncompliant ostial lesion in the obtuse marginal branch. He had predilated the lesion with a quantum maverick 2.5 balloon and then tried to cross the lesion with the taxus 2.5 x 16 mm drug eluting stent, but was unable to do so and removed the stent/delivery system from the patient. Following removal of the stent, he noted a dissection of the lm, circumflex, lad and obtuse marginal due to the cordis guide catheter, with no flow and a drop in pressure. "Code procedures" were carried out for 2 hours, during which time the physician attempted to stent the lad with driver stents, however, the patient expired. The physician indicated he did not believe there was a taxus product problem; the dissection occurred due to the cordis guide catheter.